Manufacturer narrative:
(B)(4): during processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the lesion was predilated using a 2.5 x 8 voyager at 14 atm for 60 sec. While advancing the promus stent delivery system (sds) to a native right coronary artery (rca), there was some resistance, the vessel was calcified and tortuous the sds would not advance. Excessive force was not used during the advancement of the sds. Upon removal, the stent dislodged from the sds inside the patient. This was noticed after removing the device and no stent was on the sds. The stent was visualized under fluoro. A 1.5 voyager balloon was advanced and inflated to deploy the stent in the proximal rca, which was the intended site or target lesion. A 2.5x12 mm voyager was also used for further deployment with good results. Then while advancing a 2.75x8 mm promus sds towards the proximal end of the previously placed stent and extending into the ostium of the rca, the stent came off. The sds was withdrawn, a 1.5x12 balloon was used to deploy the stent in the target lesion and post dilatated with a 2.75x12 balloon. A third stent was deployed successfully. No additional information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular¿s drug eluting stent.